Manufacturer narrative:
H6: investigation summary: bd received 24 samples, 1 video and 7 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. The comparison of the customer photos and the photo of the 1.62 ml ( a tube was filled to the minimum of 1.62ml. Tube minimum shows them to be similar and does not confirm underfill of the product. The video was reviewed and show 2 tubes being filled; the 1st tube appears to still be filling when the needle was removed, the 2nd tube appears to have the needle being inserted crooked at an angle and the draw is slow. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The vacuum needs to be exhausted before removing the needle from the tube. Additionally, 10 customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had a low draw issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had a low draw issue."